Manufacturer narrative:
The customer believed the issue was related to incorrect centrifugation handling. The customer was not spinning their samples down appropriately before processing. The technicians had been using their fixed-head stat spin centrifuge when they should not have been. The customer confirmed the issue has not recurred since they started following their own pre-analytical guidelines. The investigation determined the event was consistent with a preanalytical sample handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The customer's ise calibration data was requested but not provided. The customer declined the service from the field service engineer. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and k results for one patient tested on a cobas 4000 c (311) stand alone system. The customer confirmed qc was acceptable. The initial na and k results were reported outside the laboratory, and the doctor sent the patient to the emergency room. The customer had a new sample collected and tested on a cobas 6000 c (501) module. The customer performed repeat testing with the original sample on the same cobas 4000 c (311) stand alone system for confirmation. The patient's initial results were na 146 mmol/l and k 8.3 mmol/l. The patient's new sample had a k result of 4.5 mmol/l. The na result was requested but not provided. The patient's repeat results with the initial sample were na 140 mmol/l and k 4.92 mmol/l. The customer determined the repeat results were correct. The k electrode lot number was l04 with an expiration date of 12-apr-2021. The na electrode lot number and expiration date were requested but not provided.